Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/14/2017 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted at the abdomen on approximately (B)(6) 2016. Cgm reading at the time of inaccuracy was cgm 356 mg/dl, while the blood glucose (bg) meter read 756 mg/dl. Patient and patient's daughter reported that patient was hospitalized for high bg level. Patient reported that he was comatose from approximately (B)(6) 2016. Patient reported he was intubated for 12 days. Patient was not sure if the inaccuracies were the cause of comatose condition. Patient's daughter alleges that patient was not entering calibrations due to post-surgery pain killer medication, and therefore the inaccuracies led to the coma. At the time of contact, patient is in rehab. Data was provided for evaluation. The reported inaccurate cgm values was not confirmed via data. Finger stick (fs) values shown for the time period was accurate when comparing to cgm values. The root cause could not be determined post-investigation. The patient took medication(s) containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Multiple bg meters were used throughout the same sensor session. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate. Patient's daughter alleges that patient was not entering calibrations. Labeling indicates: calibrate the dexcom g5 at least once every 12 hours. The dexcom g5 needs to be calibrated in order to provide accurate readings. Do not use the dexcom g5 for diabetes treatment decisions unless you have followed the prompts from the device and calibrated every 12 hours after the initial calibration.